Event description:
The customer reports falsely elevated architect ca 19-9xr assay results for one patient. In (B)(6) 2012, this patient generated a result of 122 u/ml. In (B)(6) 2012 another sample generated a result of 179 u/ml. Then on (B)(6) 2013, an elevated result of 207.2 u/ml was generated. This last sample was also tested on a non-abbott platform and generated a result of 7.1 u/ml. The customer states that imaging studies (cat scan) found no abnormalities and they suspect that the architect results are falsely elevated. The customer stated that no patient history is available. There is no further impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-35 that has a similar product distributed in the us, list number 02k91-27. (B)(4).

Manufacturer narrative:
Accuracy testing was performed in-house with retained reagents of lot 19166m500 (list 02k91-35). An architect ca 19-9xr panel, consisting of four different levels of analyte concentration, was tested. Two replicates of each panel level were tested across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca 19-9xr reagent kit is performing as intended and no new issues were found. This issue is limited to a single patient. Troubleshooting was limited and comparison between methods is not allowed per the product labeling. A product malfunction was not identified.